Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 110024773 (67027758) 110024773 (66841571). G2: foreign - event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the first anchor failed to fire and did not anchor during use in an unknown surgical procedure. During device deployment, the first anchor failed to fire and did not achieve fixation. Alternate devices were used during the procedure. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. Correction to h4. The reported event could not be confirmed due to insufficient information. Visual examination of the returned product identified that the item returned without any packaging components/material and had been cycled 2 times. The sutures were returned outside the needle, and the flexible sleeve is at the needle tip. No anchors were returned with the device. Confirmed that the device is visually conforming to the print, and the handle is translucent green in color. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.